Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatrica bypass procedure, load has been assembled normally, but when inserting the load closed in the tissue, the pre-shooting was actually brake and did not staple. The stapler did not fire so another load was used to complete the case.